Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported the abbott diabetes care (adc) applicator needle remained in the central hole of the adc device while attached to the arm. No symptoms were reported. The customer indicated unspecified self-treatment. There was no report of emergent third-party treatment/medication provided or any loss of consciousness or seizure associated with this device issue. There was no report of death or permanent impairment associated with this event.